Manufacturer narrative:
D4 and h4: the device expiration and manufacturing dates could not be provided as the device part and lot number was not provided and the device was not returned. The device was not returned for analysis. The lot history record (lhr) review was not performed because this incident was based on an article review and no device/lot information was provided. Based on the information reviewed, a cause for the reported death could not be determined. The reported patient effect of death is listed in the mitraclip instructions for use (IFU), as known possible complications associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Date estimated. The UDI number is not known as the part and lot number were not provided. The clip is not returning. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The additional patient effects reported in the article(s) are captured under a separate medwatch report. Article title ¿mitraclip in patients with and without cardiac resynchronization therapy.¿

Event description:
This is being filed to report the death. It was reported through a research article identifying mitraclip that may be related to death. Specific patient information is documented as unknown. Details are listed in the attached article: mitraclip in patients with and without cardiac resynchronization therapy. No additional information was provided.